Event description:
Prior to IV disconnection, IV site dressing was peeled off at upper right corner and catheter 3/4 out, IV site was assessed this morning, tegaderm was intact, and catheter inserted completed. IV was discontinued and tip was not intact, palpated arm, no swelling or bleeding noted. No retained foreign body was found and pt was discharged. Medical doctor aware. Smiths medical jelco 18gx1 1/4" protective IV plus safety IV catheter radiopaque smiths medical asd, inc. Lot # 3529386.